Manufacturer narrative:
The original MDR (2954323-2013-00147) erroneously identified the brand name as lancing device. The correct brand name of this device is: easy touch lancing device.

Event description:
Customer reported that on some unspecified date, "a couple of months ago", she had just awakened and was feeling "weak and shaky", but when she attempted to use her adc lancing device it would not cock properly and thus would not fire, which prevented her from testing and obtaining a blood glucose result. Customer further reported self-treating with orange juice and then self-presenting to her healthcare provider. Customer was treated with an intravenous infusion of unknown type for "dehydration". Customer did not know if she was given any other diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The serial/lot number of the lancing device is unknown. Therefore, the date of manufacture is unknown. The date listed, is the date when abbott diabetes care became aware of the event.